Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Costumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained lo. The customer's expected fasting blood glucose test result range is 100 - 115 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 1/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: lo. Caller states he does not know if the meter's results in the memory are fasting or not. Customer states he was there when she took the 184 mg/dl reading and that it was fasting.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Costumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained lo. The customer's expected fasting blood glucose test result range is 100-115 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 1/31/2019 and open vial date is 11/17/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: lo. Caller states he does not know if the meter's results in the memory are fasting or not. Customer states he was there when she took the 184mg/dl reading and that it was fasting.